Event description:
It was reported the left ventricular lead demonstrated high threshold measurements. It was also stated the physician had a hard time finding healthy cardiac tissue when implanting the lead. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6947m implantable tachy lead, (B)(6) 2013; 4592 implantable pacing lead, (B)(6) 2008. (B)(4).